Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient called because she doesn't think that her implant is working. The patient has the implant for bowel control, but she has been having an issue with going to the bathroom too often; patient noticed this issue a week or so ago, and it was getting bad. Patient states that it seems like for a time she is "real good", but all at once, everything "goes to pot again". Patient didn¿t know whether it was time to call their doctor and was advised to do so. Patient made adjustments twice in the last week. Patient stated she doesn¿t make adjustments every day and uses their reference guide when making changes to the settings. Patient declined troubleshooting over the phone and noted that her implant was still working. Then the patient reported that in the past, she will change the setting and can feel the stimulation. Patient states that now she doesn't feel stimulation and doesn¿t know when this first occurred. Later the same day patient called in again to be walked through over the phone how to change programs and it was determined the patient did not have the ability to do so. Patient services reviewed that it was possible that the hcp had not given them the option to switch programs and patient was advised to contact hcp. Patient initially experienced poor communication while on the call. This was resolved through repositioning the antenna. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had an appointment with their healthcare provider on 2018-oct-24, and the circumstances that led to the lack of stimulation and frequency were unknown. The patient reported the steps taken to resolve it were that they met with a representative and they reset their programs. The patient stated that they had no idea what caused the issue, they just started not holding their bowels again. No further complications were reported.